Event description:
Customer reported that the device would not turn on and displayed the charge pak, attention and service icons. The failure was observed during routine device inspection/ testing. There was no patient involved with the reported issue.

Manufacturer narrative:
(B) (4). Physio control continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.